Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-01662. It was reported the pt experienced overstimulation in the back area with stimulation on since implant. Reportedly, the pt has fallen on several occasions. Diagnostic testing reveal 4 contacts with high impedances. Furthermore, the pt alleges pocket heating and pain at the ipg site with stimulation on and while recharging for the past 5 months. Troubleshooting was attempted to no avail. F/u identified surgical intervention was undertaken, explanting and replacing the scs system.